Manufacturer narrative:
Two fractured rods were returned. Evaluation confirmed that they met specification. Review of material certificate for lot t7230 found the material conformed to specification. No definitive conclusion can be made at this time. Based on the information provided patient weight and anatomy were contributed to the event. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
It was reported that a patient that had two prior revisions now had experienced breakage of the cocr rods. Breakage was at the l3 level on both sides of the construct. A revision is to be scheduled in the next week or two to remove broken rods and re-instrument.

Manufacturer narrative:
Contact reported that the surgeon felt that patient weight and anatomy contributed to the outcome. This is a very challenging anatomy and surgeon did not consider the previous revisions to be in anyway device related. At the last surgery the surgeon cemented the screws to add support. No definitive conclusion can be made at this time. Based on the information provided patient weight and anatomy were contributed to the event. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU).